Event description:
A customer in the united states reported a false resistant piperacillin/tazobactam result for an alcaligenes faecalis cap survey strain (d-08) in association with the vitek® 2 ast-gn80 test kit. The customer stated they had reported a resistant result. After learning the expected result was susceptible, the customer retested the sample and obtained a susceptible result. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal investigation was performed for a false resistant piperacillin/tazobactam result for an alcaligenes faecalis cap survey strain (d-08) in association with the vitek® 2 ast-gn80 test kit. The customer stated the reported result was resistant (mic >=128), and the repeat test was the expected susceptible result. The biomerieux internal cap d-08 survey strain was sub-cultured on tsab agar, identification confirmed as a. Faecalis ssp faecalis, and testing included multiple lots of multiple gn ast card types as well as broth microdilution (bmd) as the reference method for tzp03n formulation found on all card types associated with this investigation. 911704 (biomerieux internal d-08 strain): on ast gn cards tested, susceptible mic < 4, intermediate mic = 64 and resistant mics => 128 were all obtained. Bmd gave a susceptible mic <= 4. Card and reference method are in agreement for three (3) of six (6) cards tested while the remaining three () cards demonstrate an error for vitek 2 when compared to reference, duplicating the customers results. This is an atypical survey strain.